Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within specs. No battery out limit alarmed. The pump was received with intermittent button response due to corroded keypad traces. The pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The pump was received with missing end cap sticker, minor scratches on lcd window, cracked case at display window corners and battery tube threads, and broken reservoir tube lip. (B)(4).

Event description:
The mother reported via phone call of a keypad anomaly and battery out limit from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The mother stated that her daughter had a low reservoir and after changing the infusion set, they received the alarm. The mother was unable to clear the alarm because of a battery out limit and keypad anomaly. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.